Event description:
It was reported that during central processing, the 6mm monopolar cautery instrument had a broken tip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 6mm monopolar cautery instrument to perform failure analysis. The 6mm monopolar cautery instrument was analyzed, and the findings did not replicate or confirm the customer reported event. During visual inspection the instrument did not exhibit any external damages on the tip. An inhouse tip accessory was installed without any issues. No external damage was seen on the housing. The housing was removed and found no internal damages. All input disks articulated without any issues. No product issue was found.